Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had a surgery to have the ins moved deeper into the cheek. They said the ins was sticking up from under the skin and was uncomfortable to sit or lay on. As a result of this environmental exposure, a power on reset (por) was observed; meaning was reviewed. The patient was redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.